Event description:
It was reported that the flow rate was set at both high and mid, and the cavity mode was set at normal. The cavity mode was appropriate to the patient¿s abdomen. A suction device was not used with the high flow insufflation unit (uhi-4). There were no alarms noted when the pressure was insufficient. The customer sent the subject device to a third-party for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. This supplemental report includes additional information received from the customer. B5 has been updated accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient was admitted for treatment due to ectopic pregnancy and underwent laparoscopic salpingectomy with tubal pregnancy removal. However, the pneumoperitoneum pressure during the surgery did not meet the surgical requirements, and the surgical space was insufficient. After replacing the device, it can be used normally. The incident resulted in a 1-hour extension of the surgery, an increase in the dosage of anesthetic drugs, increased difficulty in surgical operations, and increased the possibility of damaging adjacent tissues and organs during the operation. There was no reported harm or injury to the patient.